Manufacturer narrative:
It was reported by (B)(6) (an onkos sales representative), that a 62-year-old female patient underwent a washout revision on (B)(6) 2024 due to infection of the previously implanted eleos proximal femur replacement. All inspection and manufacturing data was reviewed for the eleos implants; the lots were found to be conforming to specifications and no manufacturing abnormalities were observed. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that may contribute to adverse effects. The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the infection was not related to the design, manufacture, and/or sterilization of the eleos implants. The following mdrs were submitted as part of this adverse event. 3013450937-2024-00021, 3013450937-2024-00022, 3013450937-2024-00023, 3013450937-2024-00024, 3013450937-2024-00025, 3013450937-2024-00026.

Event description:
It was reported by (B)(6) (an onkos sales representative), that a 61-year-old female patient underwent a washout revision on (B)(6) 2024 due to infection of the previously implanted eleos proximal femur replacement.